Event description:
It was reported that during pre-use inspection the cardiosave intra aortic balloon pump (iabp) had touch screen was unresponsive. There was no patient involvement or adverse event reported.

Manufacturer narrative:
Updated fields - b4, b5, b6, b7, d10, e1 (initial reporter, event site telephone), d9, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, health effect ¿ impact codes, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse replaced the pcba, video generator (d670-00-1182) to resolve the issue. The equipment's functional parameters were normal and it was delivered for clinical use.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name: (B)(6). Event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra aortic balloon pump (iabp) touch screen was unresponsive during pre-use inspection and could not be used normally. The customer replaced it with another device. There was no harm or injury reported.